Manufacturer narrative:
The specimen was spun at 3,500 rpm for ten (10) minutes. The customer was having issue with qc prior to the day of the event. The instrument is currently performing within qc specifications upon contact with the customer. A review of service records indicated that service was not dispatched for this event on (B)(6) 2012. However, a field service engineer (fse) was dispatched on (B)(4) 2012. The fse serviced the instrument because it was not performing within the manufacturer specifications and it was time for its preventive maintenance (pm) check. The following service was performed: pm was completed the fse replaced wash valve motor, home sensor and rebuilt pump; analytical mod was serviced; high sensitivity (hs) system check was run and passed. At this time, no cause was determined for this issue.

Event description:
A customer contacted beckman coulter inc. (Bec) to report that they obtained an erroneous troponin (accutni) result, within the risk stratification range, on one patient's sample. The erroneous result was generated by the unicel dxc 600i synchron access clinical system. The result was reported out of the lab and a request was made by the clinic to repeat the testing. The original sample was re-tested on the dxc 600i and on a different instrument; repeated accutni results were within the normal range. There was no death or injury to patient or change to treatment attributed or connected with this event.